Event description:
Patient reports when they tilted the pari nebulizer cup, some of the medication had spilled in the bag, and another time, pt had to throw out a dose after sterilizing the nebulizer cup, as the air from the compressor wasn't coming through the device. Unknown if dose was missed, unknown if pt experienced an adverse event, unknown if defective rx is available for return, unknown if md is aware, no further info reported.